Event description:
The reporter indicated that the pt was experiencing a reddish appearance around the generator pocket area and an infection was suspected. The area was opened and a hematoma was observed. Blood samples were taken and were reportedly negative. The wound was cleaned, antibiotics were administered and the pt was doing well. The reporter also indicated that repetitive trauma could be the cause of the hematoma. The hematoma may have been the result of the placement of the device (towards the pt's armpit) and the regular arm movements by the pt. Later the same day of the surgery, the surgeon decided to remove the vns system due to an infection.